Event description:
It was reported that, "when opening the sterile container, it was identified that the inside packing was all pasted down on the top of the actual implant in the container. Dr had this brought to his attention and determined that he wanted another implant, he had concerns about the packaging and well being of the product."

Manufacturer narrative:
Add'l info has been requested and if available it will be submitted in the supplemental report.